Event description:
It was reported the patient's pump was flipped. It was confirmed with a fluoroscopy scan. It was noted the side of the pump that was towards the patient's skin surface was radiolucent. The fill port is denser and should have been oriented toward the skin surface in lateral views. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.